Manufacturer narrative:
The suspect device will not be returned for evaluation. The customer disposed of the device. A follow-up report will be submitted when the investigation has been completed. Conclusions: a follow-up report will be submitted when the investigation has been completed.

Event description:
During a left ventriculogram, the rotator on the stopcock broke. No harm or injury was reported. The customer reported, two defective devices but did not provide any further information or clinical details about the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.